Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented on (B)(6) 2018 for a lead revision procedure. It was noted that the right atrial lead and right ventricular leads were dislodged. The right atrial lead also exhibited undersensing and the right ventricular exhibited intermittent capture. Both leads were removed and replaced. The patient was doing well following the procedure and would continue to be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies were found.